Event description:
Facility alleges venous header crack occurring 1-1/2-hour into dialysis. Dialysis stopped; blood loss 200cc. Dialysis restarted with another dialyzer with no further problem. No further medical intervention required. 21st use.